Event description:
It was reported that plunger error occurred before use with a syringe solomed 3ml ll 22x1 w/sh sla. The following information was provided by the initial reporter, "the syringes are with the plunger loose, when opening the package the plunger falls down." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples provided by the customer were evaluated and it is possible to observe plunger activated. However, the packaging was opened in a way that could led to the premature plunger activation. The plunger activation force test was performed at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred before use with a syringe solomed 3ml ll 22x1 w/sh sla. The following information was provided by the initial reporter, "the syringes are with the plunger loose, when opening the package the plunger falls down". 5 occurrences were reported.